Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 24 mmol/l at the time of hospitalization. Customer¿s blood glucose level at time of incident 26.9 mmol/l. Customer was treated with manual injection high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer experienced high blood glucose after the infusion set fell off. Customer reported that they had ketones test positive and pain, nausea vomiting, abdominal pain. Customer passed out for 2 hours due to shaking. Customer did not alleged insulin pump was under delivering. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.